Event description:
The initial reporter received a questionable troponin t hs stat elecsys result for one patient sample tested on the cobas e411 disk. The initial result was not reported outside of the laboratory. The initial result at 1:44 pm was 17.59 pg/ml. The second repeat result at 1:58 pm was 3.87 pg/ml. The second repeat result at 2:30 pm was 3.55 pg/ml. The repeat results were deemed correct. The reagent lot number is 56661101 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The calibration performed on 26-may-2022 revealed signals that were lower than expected. There were no alarms noted. The qc recovery showed two results that were outside -2 sd. The alarm trace did not indicate an issue. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) performed adjustments, blank cell checks and precision tests. He performed calibrations and qc with acceptable results. The investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined.